Event description:
On march 25th 1997, co received information alleging that a 25 week gestation, triplet baby diagnosed with "perfusion problems" was seriously injured when a co model n-25 oxygen transducer was applied to the foot for an extended period of time without checking or moving the site as instructed in the n-25's directions for use. The hospital has reported that they practice a "no simulation" protocol for babies less than 28 weeks gestation where they will not disturb the patients for "24 to 48 hours at a time" or "unless there is a deterioration in their status." Furthermore, the hospital has stated that they do not change the site every four to eight hours, but that they change sensors "with baths". Through discussions with this hospital, co has learned of other patients that were being treated under the same hospital protocol that had experienced minor breakdowns of skin integrity associated with the same type of misuse of the sensor. The hospital has stated that as a result of this incident, they have modified their protocol and are now checking the sensor site every four to eight hours.the hospital has also expressed their belief that the patient's injury was not a result of a product defect or malfunction but may be "patient related".